Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that contacts 8-15 were off and above 10,000 ohms. The manufacturer representative was able to get adequate coverage using only the 0-7 contacts on the lead. The environmental/external/patient factors that may have led or contributed to the issue were noted as contacts 8-5 being above 10,000 ohms. The issue was said to have been resolved at the time of the report. Surgical intervention was not planned or performed at the time of the report. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.